Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿long-term changes in blood metal ion levels in patients with hip resurfacing implants: implications for patient surveillance after 10years follow-up¿ written by aleksi reito, olli lainiala, fiona berryman, david j dunlop, antti eskelinen, and gulraj s matharu published in hip on april 29, 2022 was reviewed. The study aims were to determine: (1) the percentage of patients with initial blood metal ion levels below previously devised thresholds whose subsequent metal ion levels were above these thresholds during the second decade; (2) the prevalence of ±2.15 parts per billion (ppb) and ±5.5 ppb changes in the long-term in serial whole blood metal ion levels; and (3) how blood metal ion levels change with time in patients with repeated metal ion measurements. 497 asr hemi hips were placed in 415 patients. Adverse events: 57 patients were found to have cobalt and chromium levels above 7ppb during the initial blood draw. No medical or surgical intervention noted.